Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A log review showed the first vessel sealer extend (vse) instrument with the lot #l83240208-0032. E100 logs show 93 seal events with 12 high initial starting impedance errors. The instrument was used for about 13 minutes. For the second instrument vse lot#l80240223-0004. Logs show 201 cut complete events with no errors. The instrument was installed 18 times and passed homing tests. E100 logs show 452 seal events, with 115 high initial starting impedance errors. The instrument was used for about 3 hours 36 minutes. Logs show one e-100 recoverable error related to the high initial starting impedance.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the vessel sealer extend (vse) instrument was not sealing. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: there was no harm or injury to the patient. The vse instrument seemed to be not sealing properly. They used a backup and had the same issues. The surgeon was frustrated with the vse instrument and converted to laparoscopic surgical procedure. No additional ports were added. The patient handled the conversion well. They surgeon converted to use another cautery tool. There was no tissue cut that was not fully sealed.